Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, the pt reported that two days prior, his blood glucose was elevated to 400-500 mg/dl. His normal blood glucose range is 100-200 mg/dl. He stated that when his blood glucose was elevated he didn't "feel right" and he had a headache and sinus congestion. He stated that he bolused 20 units of insulin and his blood glucose lowered 20-30 mg/dl but within 30 minutes it had elevated again. His dr advised him to increase his basal rate from 1.2 u/h to 2.0 u/h and to bolus 25 units of insulin before eating dinner. His blood glucose measured 385 mg/dl after speaking with his dr. He followed the doctors instructions and he then laid down until 10:30pm. When he got up his blood glucose measured 110 mg/dl and he then retested his blood glucose and it measured 75 mg/dl. He drank orange juice and ate glucose tablets to elevate his readings. Within 30-40 minutes his blood glucose returned to normal. The following day his blood glucose was below 200 mg/dl and he lowered his basal rates and has had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.